Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used on an unknown date. During scope cleaning, the catheter broke near the brush handle, resulting in the detachment of the channel brush. The scope cleaning was completed with another of the same device. There was no patient involvement in the event.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block d4: this is a non-sterile device with no expiration date. Block d4, h4: the complainant was unable to provide a lot number. Therefore, the manufacture date is unknown. Block e1: the reported healthcare facility is: name:(B)(6). Address: (B)(6). Phone number: (B)(6). Block h6: imdrf device code a0401 captures the reportable event of brush break. Block h11: investigation results the returned hedgehog double-end brush was analyzed, and the catheter's outer diameter (od) was measured near the lower limit of the specification, and the inner diameter (ID) was within normal range. This results in a thinner wall thickness, making the catheter prone to breaking when subjected to external damage or impact. It was also observed that there were excess adhesive residues at the handle opening. When using glue to bond the cleaning brush, if the amount of glue is too large, excess glue will overflow to the green handle mouth before the glue is fully cured after assembly. Due to the curing effect of the glue, the tube with excess glue will become locally hard and brittle, and it is easy to break under external force. With all the available information, boston scientific concludes the reported event was confirmed. The conclusion code cause not established has been assigned as the most probable cause.